Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a stuck buttons and pump error alarm. The customer¿s blood glucose was 222 mg/dl. Customer did not want to troubleshoot for stuck buttons. Customer was able to successfully clear the alarm. Customer was assisted with self test and test did pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly or the motor arm cannot communicate with the main arm alarm noted during testing. Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. No stuck button alarms noted. Insulin pump functioning properly during testing.